Manufacturer narrative:
The pump has not been returned to co for evaluation. Co has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. The pt's husband stated that he did not believe there was a pump malfunction and the pt has continued to use the pump with no reported subsequent events. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The pt received ER treatment for hypoglycemia.